Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and logged a non-critical event codes. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to charge completely for defibrillation. The device prompted to "standby for shock", but before the charge was complete, the device would restart the voice prompts from the beginning. This cycled repeatedly. There was no patient use associated with the reported event.